Event description:
The healthcare professional reported that during a thrombectomy procedure on (B)(6) 2026, the physician used a phenom¿ 21 microcatheter (medtronic) and started to move the 5mm x 33mm embotrap ii revascularization device (et007533 / 25d113av) inside the microcatheter, but it became stuck and could not be advanced forward. The physician changed to a new embotrap device, and the procedure was successfully completed. There was no report of any negative patient impact. On 03-feb-2026, additional information was received. Per the information, the procedure was targeting the middle cerebral artery (mca). Continuous flush was maintained during the procedure. After the reported issue, an embotrap ii device was successfully used. There was no damage noted on the complaint device. The reported issue did not result in any clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. The product investigation completed on 05-mar-2026. Based on the completed product investigation, this event has been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 5mm x 33mm embotrap ii revascularization device was received contained in the decontamination pouch. Visual inspection was performed. The embotrap ii device was returned inside its insertion tool. Tactile inspection of the nitinol shaft did not indicate any damage or deformation on the shaft. The adhesive bond on the distal end of the proximal coil was present and intact. Microscopic inspection was performed. Under magnification, all markers were intact and undamaged. Examination of the proximal coil showed no evidence of damage or deformation. All adhesive bonds on the returned device were present and intact. Inspection of the barrel section showed no signs of damage or deformation. Inspection of the spiral section showed signs of deformation at the proximal struts and of the device. Inspection of the insertion tool did not show any evidence of damage or deformation. The internal diameter of the insertion tool at both ends was measured as 0.0215 inch using a pin gage, confirming the insertion tool meets specification. An attempt was made to advance the embotrap ii device through a sample prowler select plus microcatheter; however, high resistance as met at the proximal end of the microcatheter, and the embotrap ii device could not get advanced. A recreation of the failure mode was performed by inserting a cerenovus embotrap ii device through a sample trevo trak 21 microcatheter. The insertion tool was fully seated in the microcatheter hub with the top of the tool approximately 3mm away from the microcatheter lumen, and the sample embotrap ii device was advanced forward from the insertion tool. The sample embotrap ii device was successfully delivered to the distal end of the microcatheter. The sample embotrap ii device was inspected post-delivery and no damage was observed. The sample embotrap ii device was then attempted to be inserted into the microcatheter by increasing the gap between the tip of the insertion tool and the proximal lumen of the microcatheter to 4mm. With this gap the insertion of the sample embotrap ii device was unsuccessful. It was observed that the proximal portion of the stent deployed in the hub of the microcatheter and could not further advanced, and the proximal portion of the stent folded. The sample was removed and under inspection, deformation of the proximal struts was observed. The issue reported regarding the impeded condition of the embotrap ii device in the microcatheter is confirmed. A probable cause of the complaint event is failing to maintain correct seating of the insertion tool either initially or through the rhv seal not being fully tightened, allowing the insertion tool to move in the rhv during device delivery. As demonstrated, attempting to deliver the embotrap ii device without fully seating the insertion tool can result in damage and deformation of the embotrap ii device which could potentially result in an increased friction between microcatheter and therapeutic device. However, the root cause for this complaint could not be confirmed based on the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap ii device. A review of the manufacturing documentation associated with this lot (25d113av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.